Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose reading 42 mg/dl. Prior to the event the customer's basal rates had been changed from 0.10 to 0.50, which may have caused the event. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. Reviewed the basal rates, but the wife didn't know what the rates should be. Also reviewed the bolus history and found some days with no bolus deliveries. Advised that the territory mgr would be contacted as the customer may require further training. Nothing further was reported.